Manufacturer narrative:
Concomitant medical product: dtba1d4 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.